Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer stated that fluid leaks onto the patients from the infusion set where the male luer connects to the female luer of the angiocatheter when flushing or accessed. There was no report of patient harm.